Event description:
Mr. (B)(6) reported to our sales rep (B)(6) that he was observing a surgery procedure. During this it was observed that both devices had stains and that the coating is damaged. There was a delay of 10 minutes. The surgery was successfully completed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. This is the same patient/event as MFR #9616680-2012-00052.